Event description:
I have experienced many health issues since my breast augmentation to include but not limited to; difficulty breathing, epilepsy, blurred vision, fatigue, joint pain, hair loss, unusually brittle hair, extreme dark circle under eyes.